Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during an atrial fibrillation ablation a faradrive steerable sheath (clear) was selected for use. During procedure, the faradrive was flushed and aspirated outside the patient and at this point there were no bubbles. Once the farawave was inserted through the faradrive and aspirated there were endless bubble on the flush port. As troubleshooting, multiple aspirations and flushes were performed. The sheath was replaced, and procedure was completed without patient complications. The device is not expected to be returned for laboratory analysis as it was disposed of.